Manufacturer narrative:
(B)(4). 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed. The root cause is a use error; supply bag fell and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for check lines and bags alarms is in progress through (B)(4).

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during use (patient not connected), the home patient (hp) revealed that the bag had fallen off the tubing. The technical service representative (tsr) advised to start over using new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.